Event description:
It was reported that the doctor inflated the balloon to 20atm and the balloon burst.

Manufacturer narrative:
Received 1 used x-force ureteral dilation catheter with an unopened eagle inflation device. Per visual evaluation no leakage or obvious defects were found. The catheter was submerged in water and inflated with air multiple times with no leakage observed. Examination with/without magnification did not find any defects or conditions that would have contributed to the reported event. The catheter functioned as intended. The reported event could not be confirmed. The device history record was reviewed and found nothing that would have caused or contributed to the reported. (B)(4).